Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent dislodged inside the patient. The target lesion was in the left circumflex (lcx) artery. A 3.5x16mm taxus liberte drug eluting stent (des) had been advanced to treat the target lesion. Prior to deployment, the stent came off the balloon and lodged in an unspecified arterial location. A non-bsc stent was implanted to crush the taxus liberte into the artery wall. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: a unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The most probable root cause is unknown. Product unavailable for analysis